Event description:
A report was received that the patient's precision system was explanted due to multiple unsuccessful revision attempts. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn, as they were discarded by the medical facility.